Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implant attempt, after positioning the subject lead in the atrium, the lead was tested with a psa , but the p-wave amplitude was unable to be detected although the lead tip was repositioned multiple times. A unipolar lead test resulted in successful detection of the p-wave amplitude. However, in bipolar configuration, the p-wave amplitude was still unable to be detected even with the lead tip repositioned and atrial capture failure was also confirmed. Another lead was implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During an implant attempt, after positioning the subject lead in the atrium, the lead was tested with a psa, but the p-wave amplitude was unable to be detected although the lead tip was repositioned multiple times. A unipolar lead test resulted in successful detection of the p-wave amplitude. However, in bipolar configuration, the p-wave amplitude was still unable to be detected even with the lead tip repositioned and atrial capture failure was also confirmed. Another lead was implanted.